Event description:
It was reported that this lead was explanted because the lv lead was not capturing at max outputs on any vectors. Lv lead also was not sensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found at 18 cm distal to the is4 connector pin. It is reasonable to assume, that the cuts resulted from the extraction procedure. Blood penetrated the lead. However, a thorough analysis of the lead did not show any deviations which might have led to the reported loss of capture and sensing inability. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.